Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a (B)(6) smoker, slipped and fell outside (B)(6) hospital onto her right side while attending the hospital to get a dressing changed for a left leg ulcer. The patient fractured right exeter stem in the fall immediately below the trunnion. The original surgery took place in 2008.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar). The inspection noted: ceramic head (catalog #: 6570-0-232) and exeter stem trunnion (catalog #: 0580-1-441). Metal transfer markings were observed on the distal surfaces of the head. Exeter stem (catalog #: 0580-1-441). Damage consistent with cement mantle breakdown and explantation was observed on the surfaces examined. Post fracture abrasion was observed on this surface the material analysis report concluded that: the exeter stem fracture in fatigue with the final fracture occurring in overload. Eds was performed on the exeter stem showing elemental constituents fe-cr-ni-mn-mo, consistent with astm f1586. Damages observed on the surfaces of the exeter stem were consistent with cement mantle breakdown and explantation. Explanation damage was also observed on the liner. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Conclusion: the material analysis report concluded that the exeter stem fracture in fatigue with the final fracture occurring in overload. Further information such as device lot details, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that a (B)(6) smoker, slipped and fell outside (B)(6) hospital onto her right side while attending the hospital to get a dressing changed for a left leg ulcer. The patient fractured right exeter stem in the fall immediately below the trunnion. The original surgery took place in 2008.